Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Additional information obtained indicated thrombus was noted after the ivus catheter was removed from the vessel. The patient was anticoagulated with angiomax when thrombus was noticed and act (activated coagulation time) was 405. Customer indicated it is normal practice to check act during interventional procedures after heparin or angiomax is given. An aspiration catheter was used to remove the clot. No physical product investigation was possible as the device has not been returned for analysis. Additional information obtained indicated a prowater wire was used through an lcb guide. One pass was made with the catheter and no resistance was experienced. Per the manufacturer's medical authority, it is possible the manufacturer's device could have caused a thrombus formation if there were device-related factors such as surface irregularity, excessive indwell time, and/or coating defects. As we did not get the device back for analysis and additional attempts for procedural information was unsuccessful, we are reporting this event in an abundance of caution. The medical authority also noted it was possible site-related factors were contributory. The prescribing information for angiomax®, a thrombin inhibitor indicated for use as an anticoagulant in patients, under §6.3 postmarketing experience lists thrombus formation during pci with and without intracoronary brachytherapy as one of the adverse reactions during postapproval. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
The customer reported an unusual clot formation was observed. The case was able to be completed without exchanging the ivus for another and no additional intervention was required. There is a possibility the device was retained. There was no patient injury. Patient had no pre-existing clotting conditions. Vessel: 70% svg to om. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report.